Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittently functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included evaluation of the interconnect cable, however no components were replaced. The system was tested and found to be working as intended and put back into service.